Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is the expulsor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in december 2022 and there was no indication that the complaint was related to previous service of the device. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the device was under infusing. No patient injury reported.

Manufacturer narrative:
Additional information was received. There was no patient involvement with this pump, the issue happened during testing.